Manufacturer narrative:
(B)(4). The customer returned one empty cartridge with packaging and two loose clips of 61114v vlock lg clip 6/cart 14/box for investigation. No clip applier was returned. The returned sample was visually examined with and without magnification. Biological material was observed on the clips and cartridge. Slight scrape marks were also discovered on the returned cartridge. No defects or anomalies were observed. A dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. No functional issues were found with the returned clips. The finished goods device history reviewer for lot number 228103 of product 61114v vlock lg clip 6/cart 14/box investigation did not show issues related to the complaint. The IFU for this product, 15-lb-00368 rev. 00, was reviewed as a part of this complaint investigation. The IFU states, "manual-load applier/remover jaws are delicate and can easily become damaged, as can some other applier/remover components. Mishandling of applier/removers may result in improper load and/or closure of the jaws. Appropriate care, cleaning, lubrication and maintenance are important to ensure proper function. Please examine the applier/remover before each surgery for potential damage." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of clips not closing/locking could not be confirmed. Since there were no functional issues with the returned clips, the complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: urologist was in use of the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges opened and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: urologist was in use of the vesolock in a robotic prostatectomy and clips would not lock. Three packs of cartridges opened and attempted but there was the same problem with all packs. Hem-o-loc found and used successfully as a result.